Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition related to the device's oxygen blending module board. The device was returned to the manufacturer's service center and the customer's complaint was confirmed the device's oxygen blending module board needs to be replaced to address the issue. The device's active exhalation control module was found to be physically damaged and needs to be replaced.

Manufacturer narrative:
The manufacturer previously reported the device's active exhalation control module was replaced due to physical damage. The device's universal porting block was replaced for physical damage. The active exhalation control module was not replaced.

Event description:
The manufacturer received information alleging a "service required" alarm condition related to the device's oxygen blending module board occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.